Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section g. Box 5. 510(k). Evaluation of the returned rhv confirmed that the rotor cap was detached. If the rhv is loosened beyond its limits, damage such as a rotor cap detachment may occur. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy in the portal vein using a rotating hemostasis valve (rhv) packaged with the lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and indigo system separator 12 (sep12). During the procedure, while removing the sep12 out from the rhv, the back of the rhv popped off. Therefore, the rhv was removed. The procedure was completed using a new rhv with the same lightning, cat12, and sep12. There was no report of an adverse effect to the patient.